Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. It was reported that both of the patient¿s leads had migrated as confirmed by x-rays. As a result, the patient underwent surgical intervention to explant the system on (B)(6) 2017.

Event description:
Device 1 of 2: MFR# 3006705815-2017-07292. It was reported that both of the patient¿s leads had migrated as confirmed by x-rays. As a result, the patient underwent surgical intervention to explant the system on (B)(6) 2017.